Event description:
International affiliate received a n-550 for general check, and on 10/22/2008 during service, found that the n-550 had no audio sound.

Manufacturer narrative:
Covidien service technician determined the speaker did not function and the speaker was replaced. A battery was also replaced according to service instruction.